Event description:
It is reported that the patient was revised due to pain, loosening, and three closed reductions.

Manufacturer narrative:
Evaluation summary: no devices have been returned, their exact conditions are unknown. Primary operative notes were returned which were unremarkable. Operative notes from a right radiofrequency ablation on l5-s1 note that there was evidence of possible looseness of the right hip prosthesis. The patient has a (B)(6). Revision operative notes and x-rays have not been provided for review. Patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.